Event description:
It was reported that the ¿stimulator input is broken¿. There was no reported patient impact.

Manufacturer narrative:
Date manufacturer received: (B)(4) 2014. Product evaluation: device was evaluated by the engineering group. The condition of the device showed no significant damages. A shake test was performed on the eclc; no loose parts were heard. The laptop, daq916, and eex901 were connected and the eclc turned on; there was no output to the eex901. The device was then release to service and repair for processing. Service and repair found that the bottom housing was damaged and the connectors for preamp a and preamp b were twisted. Replaced the bottom housing, stim board and connector board. The item was tested and passed manufacturing specifications. Results: interoperability problem. (B)(4). Mechanical shock problem. Conclusion: use error caused or contributed to event. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Device not cleared in us, but similar device is available. Product evaluation: no analysis results available; device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Describe event or problem: it has been confirmed that the user received an error message, ¿system says; stimulator input failure¿. There was no patient impact. (B)(4): method: actual device evaluated. Visual inspection; results: results pending completion of evaluation. Conclusion not yet available-evaluation in progress. (B)(4)

Event description:
It has been confirmed that the user received an error message, &#50393;stem says; stimulator input failure&#56224;there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.